Event description:
Caller reported a cartridge alarm 30, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Customer independently reloaded the same cartridge successfully before technical support could provide assistance, and insulin deliveries resumed without further issue. No additional actions were required, and the case was closed.